Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure while suturing, when trying to pull out the needle from suture, the needle could not be pulled out from the needle wedge, and it broke with a little thread left on the needle side. The procedure was completed with another device. There is no patient harm.